Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked reservoir tube, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump had a button error alarm. The patient's blood glucose at the time of incident is unknown. The customer did not recall any significant events leading to the alarm. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned and replaced.